Manufacturer narrative:
Device has not been returned to the MFR; therefore, product eval is not possible. Unable to determine the cause of the event.

Event description:
Date of surgery: in 2007, it was reported that a pt underwent an l5-s1 anterior surgery. During the procedure, a piece of an instrument broke inside the pt's vertebral body. The surgeon was not able to remove the broken piece. No pt complications were reported.